Event description:
The customer reported that the activation button was sticking. When the button would stick the output of energy would stop as soon as the surgeon released the jaws of the device. However, as soon as the surgeon closed the jaws of the device it would activate without the surgeon touching the activation button. The pt was not injured. The device was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report wil be submitted.